Event description:
Event description guidant received information that this implantable transvenous defibrillation lead dislodged into the right atrium causing multiple inappropriate shocks to be delivered. Following the lead repositioning, the physician had difficulty reprogramming the cardiac resynchronization therapy defibrillator (crt-d). Telemetry could be established, the device could be interrogated and tachy mode could be changed, however the device would not program when the program hard key was pressed. ,